Event description:
It was reported by the affiliate that the (1) er320 was used for an unknown procedure. It was reported that the device did not work. The case completion and pt consequence were not reported.